Manufacturer narrative:
Batch review performed on 02 january 2024. Lot 2317269: (B)(4) items manufactured and released on 26-jul-2023. Expiration date: 2028-jul-05. No anomalies found related to the problem. To date, 184 items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2310977: (B)(4) items manufactured and released on 03-jul-2023. Expiration date: 2028-jun-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 months from the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner. The surgery was completed successfully.